Manufacturer narrative:
The field service representative checked the analyzer and did not find any issues. He replaced the measuring cells and pipetting unit. Calibration, qc, and precision testing were performed which passed. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys ca 19-9 immunoassay results for 15 patient samples from the cobas e411 rack analyzer. For patients 1-14, the questionable result was not reported outside of the laboratory. For patient 15, the questionable result was reported outside of the laboratory. The reagent lot number was 41625301 with an expiration date of 31-jan-2021.